Event description:
Patient had an insertion of a vascular port on (B)(6) 2005 for purposes of chemotherapy. Patient presented to hospital radiology department for scheduled port check on (B)(6) 2005. Radiologist found port to be non-functioning with fluoroscopy demonstrating port to be fractured just under the right clavicle with migration of port fragment with ends in right atrium and right ventricle. Patient consented to removal of fractured port and reinsertion of new port. Radiologist dictated findings of fractured report and fragment ends. Broken port was inadvertently discarded. Radiology report attached.